Event description:
The complainant reported a patient was on impella support and expired. The specific impella device used during the incident is unknown. No further details are available regarding the cause of death.

Manufacturer narrative:
B.2 the exact date of death is unknown. D.1 the exact brand name is unknown. However, it is known that it is an impella device. D.4 the exact model number, catalog number, serial number, lot number, expiration device and unique identifier (UDI) # are unknown. However, it is known that it is an impella device. D.6a and d.6b the dates of implant and explant are known. E.1 prefix, first and last name are unknown. H.4 device manufacture date is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported death has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of death could not be determined as the device was not returned nor sufficient clinical details.